Event description:
It was reported that the right ventricular lead had high thresholds and r-wave measurements dropped significantly from post operative values. The lead was found to be dislodged per x-rays. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.